Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during an esophagogastroduodenoscopy (egd) procedure with stent placement on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the first portion of the duodenum. The stricture was approximately 3-4cm in length. The patient anatomy was noted to be tortuous. During the procedure, the stent failed to deploy at all from the delivery system. The stent was removed from the patient fully constrained on the delivery system. Once outside the patient, the physician attempted to deploy the stent. When the stent was deployed by approximately 1cm, the stainless steel metal shaft bent with an audible snap. The procedure was aborted as the same device was unavailable. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. On (B)(6) 2012, a second egd procedure was performed and a wallflex duodenal stent was implanted without issue. Based on the device analysis, which indicates that some of the polytetrafluoroethylene (ptfe) coating had detached, this is now considered a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over (B)(6). A visual examination of the returned device found that the stent was partially deployed by approximately 8mm. The outer sheath was kinked at several locations along its length. The outer sheath was stretched for a distance of 122mm distal to the distal handle. The stainless steel shaft was broken at 160mm proximal to the distal end of the stainless steel shaft but the inner was still intact in this area. The stainless steel shaft was detached at 208mm proximal to its distal end. In addition, the stainless steel shaft was kinked at 60mm distal to the distal end of the proximal handle. During a functional analysis, it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. No issues were noted with the movement of the outer sheath proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.